Event description:
It was reported that during a whipple procedure, the devices were continuously activating without pressing the button. A third device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.